Event description:
It was reported the gastrointestinal videoscope displayed an intermittent image. The event occurred during endoscopic submucosal dissection (esd) therapeutic procedure while the device was inside the patient. The procedure was delayed for less than 30 minutes and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.